Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a shoulder repair, the healicoil was out of their place. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that after a shoulder repair, the healicoil was out of their place. The problem was solved with a revision surgery. Patient current status is good. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the two provided x-ray photos were reviewed. The x-ray photo dated 8/17/2022 (labeled healicoil #2) appears to show the humerus bone and does not provide insight into the reported issue. However, the undated x-ray photo labeled healicoil #1 appears to show a foreign body (which is presumed to be the healicoil anchor) protruding from the humeral bone with some osteolytic changes around the foreign body but the object cannot be definitively identified by this provided photo image. There were no clinical factors provided to understand what could have contributed to the event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.